Event description:
Caller reported a malfunction on their insulin pump, flagged by a malfunction code 12. Despite this issue, blood glucose levels did not exceed 500 mg/dl, suggesting there was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the malfunctioning pump under warranty and sent a replacement, instructing the customer on how to store the current pump before returning it via ups. Temporary measures were implemented to allow continued use of the pump until the new one arrived, although the customer chose not to resume insulin therapy while on the call.